Event description:
The physician was attempting to use an integrity device. The device was prepped and inspected as per IFU prior to use with no issues noted. Resistance was encountered when advancing the device. It was reported that the device failed to cross the target lesion. Upon removal of the device after the failed attempt to cross, the physician noticed the stent was not on the balloon. It was reported that they could not find the stent anywhere or could not see it in the patient. It was reported that it was a difficult lesion. No patient injury reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The integrity device was placed on a table after opening. It is unclear as to whether the stent was present when it was initially inserted or if the stent was misplaced while in the patient, however it was reported to be ¿likely¿ in the patient. Upon inspection and preparation of another stent it was found to have a bent strut, thus a third stent had to be prepped and finally deployed into the intended location.